Manufacturer narrative:
The reliability analysis inspected 6 opened and or used enlite sensors and performed visual inspection and found 1 of 6 sensors with needle bent inside sensor base. The second of sixth had needle broken inside sensor base. Unable to confirm customer received sensor in said condition due to customer returning sensor opened and or used. The four remaining sensors performed bicarbonate buffer test. Three of four sensors failed with low readings, and one remaining sensor passed per spec with accurate readings.

Event description:
The customer reported via phone call of issues with bad sensor alerts and change sensor. The customer's blood glucose level at the time of incident was unknown. The customer states their level may have been high. Troubleshoot was conducted. The customer was advised the sensors would be replaced and returned for analysis.